Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17258. It was reported that during an implantation procedure, a stylet could not be separated from a left ventricular lead. A different left ventricular lead was attempted to be used but the coronary wire also got stuck in that one. A third lead was eventually implanted to successfully complete the procedure. Patient had no symptoms and was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.